Manufacturer narrative:
Additional endoprosthesis accessories implanted: gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft iliac extender - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft contralateral leg - sn (B)(4). Gore® excluder® aaa endoprosthesis - stent graft aortic extender - sn (B)(4). Device remains implanted. A review of the manufacturing records indicated the lot met pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
A patient presented with an abdominal aortic aneurysm on march 14, 2018, and was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2018, a type ii endoleak was detected. On (B)(6) 2019, aneurysm sac growth was observed and was treated with embolization of one lumbar artery on (B)(6) 2019. After the embolization, CT scan indicated that there was no leak and an embolization of the second lumbar artery was not carried out.

Manufacturer narrative:
The manufacturing plant for this device has been corrected. The correct manufacturing plant is: medical phoenix 2. W. L. Gore & associates, inc. 32470 n. North valley parkway, phoenix, az 85085.